Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was no longer responsive to user presses. The patient denied damage to the keypad or moisture exposure. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.